Event description:
The customer contact reported that the device alarmed with an s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with a report that "during infusion the pump's channel a alarmed for error code s233". No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and multiple s233 malfunction alarm codes were noted in the device history. Further testing found that the device fan was spinning, but it was turning slower than expected. The fan was not rotating fast enough during the battery charging to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.